Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The balloon could not be deflated during procedure, a leak was observed from the balloon. There were no reported clinical consequences to the patient due to this event.

Event description:
The balloon could not be deflated during procedure, a leak was observed from the balloon. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The protective tubes returned with the balloon catheter was found to be kinked. Visual inspection revealed that the balloon catheter was kinked at approximately 14.0cm and 64.0cm from its proximal end, compressed at approximately 30.0cm from its proximal end. The dilator was examined and it was found to be kinked and compressed at approximately 29.0cm, 62.0cm and 96.0cm from its proximal end. The catheter was examined under magnification and was observed to be perforated/ ruptured. No other anomalies were noted on the device. During inflation testing, the balloon failed to inflate and water leaked out from the balloon due to the perforation/holes in the balloon. It is possible that the device was perforated during removal/ unpacking from the kinked dispenser hoop causing the leak. Based on the investigation, it appears that the reported and observed issues occurred from handling damage.

Event description:
The balloon could not be deflated during procedure, a leak was observed from the balloon. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Manufacturing date ¿ added, expiration date - added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.